Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported rupture of unknown side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight, red and brown particles in the shell, creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a sharp opening on the anterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification.

Event description:
Health professional reported rupture of left side, diagnosed by echography. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported rupture of left side, diagnosed by echography. The device was explanted and replaced.